Manufacturer narrative:
Date sent to FDA: 09/15/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted upon visualizing the mesh, the surgeon noted that it was unincorporated and adherent to two edges of the infected wound. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection, loss of appetite, stress and anxiety. No additional information was provided.